Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels (550 mg/dl), and low ketones present. Reportedly, customer spoke with her health care professional (hcp) and hcp determined that the customer was using bad insulin which caused blood glucose levels to elevate. Customer delivered a manual injection and changed out supplies to stabilize blood glucose levels.